Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a patient's pacemaker was explanted for an unknown reason in a procedure on an unknown date. The patient condition was unknown.